Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
Adverse event(s): "double vision" (diplopia); "light auras" (visual disturbances). Product problem(s): "none reported" (no code available [iol (intraocular lens) implant]). A consumer reported having double vision and seeing light auras following intraocular lens (iol) implant surgery. In a f/u with the consumer, he further clarified that he sees a slight shadowing when reading in low light conditions and occasionally notices ring around objects. He stated that he is seeing exceptionally well at all distances and is very pleased with his vision. At the consumer's request, the surgeon was not contacted.